Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a robot-assisted thoracoscopic right middle lobectomy, the knife moved all the way but did not return to home position at the 1st firing on the lung. The knife reverse switch was used, but the knife did not return. The manual override lever was used to return the knife. The battery generated heat. The cartridge was gst45g. Another device was used to complete the case. There were no adverse consequences to the patient.